Manufacturer narrative:
The lead was returned with no reported complaint. A partial lead was returned in two pieces; connection portion (a) measured 19.2 cm while stretched distal portion (b) with the extraction tool inserted measured 78.2 cm . Visual examination of the lead found two internal abrasions breaching the ring electrode lumen [(1) 2.9 cm to 3.7 cm from the distal tip with a broken/separated one ring electrode cable & (2) 5.3 cm to 5.7 cm from the distal tip] with ethylene tetrafluoroethylene (etfe) cables coating intact for both abrasions. Electrical testing did not find any indication of conductor fractures or internal shorts. Abbott is continuing to monitor this issue.

Event description:
This report is to advise of an event observed during analysis.